Event description:
It was reported that a patient underwent a hysterectomy in 2013. During the procedure, the disposable could not be connected to the device. It was determined that the coupler was defective. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the coupler was damaged.